Manufacturer narrative:
Assessment by merz: no precise information was provided on event onset date, injection sites or event localization so a temporal and local relationship can only be assumed based on the wording of this report. Injection site ischemia (serious) is expected based on the current valid EU instructions for use (IFU) of radiesse and can occur following treatment with radiesse. Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse with an unknown diluent is no approved indication for radiesse in the EU. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, an ischemia was reported and the patient received treatment with an unknown outcome of the event. Causality for the event is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case is considered as serious because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment and investigation due to follow-up information received on 05-may-2026 and 06-may-2026: a lot search in the global safety database was conducted on the reported lot (batch a00247060) and no other were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The events injection site inflammation , injection site hematoma, injection site ulcer and injection site papule were added. The added events occurred in compatible temporal relationship and all added events apart from the injection site papule occurred in vicinity to the treatment site which is possible. Due to limited reporting of event localization for injection site papule, a local relationship for this event can only be assumed. Based on the information provided with this follow-up the previously reported event injection site ischemia (serious) occurred in compatible temporal and local relationship. The added events injection site inflammation (non-serious), injection site hematoma (non-serious), injection site papule (non-serious) are expected whereas injection site ulcer (non-serious) is considered expected as injection site erosion based on the current valid EU instructions for use (IFU) of radiesse and can occur following treatment with radiesse. Off label use of device and product preparation issue are only coded for formal reasons. A 1:1 dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. In this case, livedo reticularis was considered as a symptom of the ischemia and bruise was considered to be included in hematoma. Based on follow-up information provided, the patient received comprehensive treatment with a resolving outcome in terms of the ischemia. Causality for the added events is assessed as possibly related to the treatment with radiesse based on possible/assumed local and compatible/assumed temporal relationship, however there is no indication that a product-related issue contributed to the events causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse based on compatible local and temporal relationship however there is no indication that a product-related issue contributed to the event. This case remains serious with the serious event injection site ischemia because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 09-may-2026 and 12-may-2026: the batch record review for radiesse lot (a00247060), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot and no additional cases were noted. The reported event ischaemia was changed to suspected facial artery compression and was recoded from injection site ischaemia to vascular compression. The recoded event occurred in a compatible local and temporal relationship. Vascular compression (serious) is expected based on the current valid EU IFU of radiesse and can occur following treatment with radiesse. In this case, vascular compression was reported with corrective treatment as massage, hyaluronidase administration, and two hyperbaric chamber sessions. At the time of reporting, the outcome of the event vascular compression was resolving. The associated events injection site haematoma and injection site papule were also reported as resolving, while the outcome of the remaining reported events remained unchanged. Therefore, causality for the recoded event is assessed as possibly related based on compatible local and temporal relationship however there is no indication that a product-related issue contributed to the event. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse however there is no indication that a product-related issue contributed to the event. This case remains serious with the serious event vascular compression because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse. Batch number was reported as unknown. Radiesse was hyperdiluted (off label use of device, product preparation issue). After the radiesse injection, the patient experienced a facial ischemia. The physician provided a treatment. It was reported that the patient was stable. The outcome of the events was reported as unknown. Follow-up information was received on 05-may-2026 and 06-may-2026: the events inflammation, haematoma, ulcer and papules were added. Patients age and gender (female) were reported. She was 52 years old at the time of the injection. The patient was injected with a total of 1.5 ml of radiesse into the mandibular region, including the area beneath the right jowl (off label use of device), on (B)(6) 2026. Batch number was reported as a00247060. A lot of searches in the global safety database was conducted. Radiesse was diluted with 1.5 ml of lidocaine at a 1:1 ratio (product preparation issue, off label use of device). Radiesse was injected in 3 boluses of 0.3 ml each. A needle was used for several boluses injected supraperiosteally beneath the right jowl. Immediately after the radiesse injection, she experienced no pain or blanching. The patient was previously injected with radiesse in 2025 (reported as one year prior to the report), without any complications. On (B)(6) 2026, 22 hours after the radiesse injection, the patient experienced ischemia of the right lower lip, a very large bruise in that area, especially at the corner of the mouth, and papules. At the same time, inflammation on right lower lip and haematoma on the right lower lip and mandibular region were also reported. The patient sent a photo, and the physician then noticed the livedo reticularis. On the same day, the patient attended an appointment. Corrective treatment included 1500 units of hyaluronidase injected with a needle at various depths, deeply, into papules, and more superficially, throughout the entire area of the livedo reticularis, prescribed 40 mg of oral urbason, 300 mg of aspirin daily, 400 mg of pentoxyfilline every 12 hours, 500 mg of ciprofloxacin every 12 hours, and massages with vitamin k. The physician noted that the patient circulation and capillary refill improved and told her to go home. Her condition was improving daily, and the areas of livedo reticularis have turned into bruises. Forty-eight to seventy-two hours later, the patient began to notice an ulcer in the area of the lip where the large bruise was, at the corner of the mouth. Although it was true that in the first photograph, livedo reticularis was visible extending to the nasal base and the upper lip area. At the time of the report, the appearance was normal, with areas of bruising at the origin of the right mandibular arch. The physician did not examine anything inside her mouth. The medical department recommended that they do so and refer her for treatment in a hyperbaric chamber, for at least 3 sessions, because there was a suspicion that this tissue was not healthy. The physician provided the patient with a referral to a center for hyperbaric chamber treatment and advised that she underwent an ultrasound as soon as possible, but the patient could not do so until next monday. The outcome of ischaemia was reported as resolving (changed from unknown). The outcome of the event inflammation was reported as resolving. The outcome of the event haematoma was reported as not resolved. The outcome of the event ulcer was reported as resolving. The outcome of the event papule was not reported. Follow-up information was received on 09-may-2026 and 12-may-2026: the reported event ischaemia was changed to suspected facial artery compression and was recoded from injection site ischaemia to vascular compression. The patient was injected with radiesse 1.5 ml for jawline definition and beneath the lower lip to improve the lower third of the face and enhance the jawline definition. The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00247060 (expiry date: 29-jan-2028). She was injected below the lower lip with three linear injections of 0.1 ml. Medical history and concomitant medication were reported as none. The product performed as usual and there was no malfunction or deficiency. On (B)(6) 2026, after the radiesse 1.5 ml injection, the patient experienced a suspected facial artery compression. She underwent 2 hyperbaric chamber sessions. With medication, massages and hyaluronidase the condition evolved favorably. The outcome of the event suspected facial artery compression was reported as resolving. The outcome of the event haematoma was reported as resolving (changed from not resolved). The outcome of the event papule was reported as resolving (changed from unknown). The outcome of the remaining events was left unchanged. In the opinion of the reporter, the injection got close to the facial artery and caused compression or possibly affected the mentalis area.